Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. D4 - additional device information: serial number, lot number, expiration date and UDI is currently unknown. D6a - date of implant is currently unknown.

Event description:
It was reported that the patient's right l4 drg lead had fractured and the right t12 drg lead had migrated. As a result, surgical intervention took place on (B)(6) 2025, wherein both the leads were explanted and replaced to address the issue.